Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. The spray coating did not appear to be discolored and did not have abnormal size droplets. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp have abnormal additive in the tube and it appears uneven. The following information was provided by the initial reporter. The customer stated: the customer reported that the coating of the additive in the blood collection tubes was uneven. In the blood collection tubes for blood counts, the additive seemed a little different than usual (water droplet-like).